Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had lost therapy control, was not benefitting from the therapy, and only felt stimulation sensation when using their patient programmer (pp). The patient had recently fallen on their face, which resulted in a fracture of their toe, and went to the ER on (B)(6) 2016. The caller stated it was unknown when the patient lost therapy. It was noted it was possible that the lead had pulled out of the implantable neurostimulator (ins) due to the fall. The hcp later reported on 2016-07-06 the patient had no trauma over the stimulator as result of the fall, and they clarified the lack of benefit was a decrease in sensation upon standing - the patient had never lost stimulation. The following appointment information was received: the patient had a history of urinary urge incontinence, had the first stage trial placed on (B)(6) 2016, was found to be successful with the initial evaluation and underwent second stage on (B)(6) 2016. The patient was given c1, c2 <(>&<)> c3 programs (c4 program provided but never used). The patient reported they continued to have leakage once a day while at home when they awoke after sleeping a period of time. The leakage would occur on route to the bathroom and if they were not at home, they experienced 3-4 incontinence episodes per day. The patient noted they had been leaking all of the time since the fall and was not able to sense the stimulation while standing. When they removed the antenna or unplugged from the pp, they reported the sensation stopped. A kub (kidney, ureter, bladder) test was not conclusive for a lead fracture. The following impedance measurements were reported with a pulse width of 240 and current greater than 15: c/0 1163, c/1 1163, c/2 1163, c/3 754, 0/1 1201, 0/2 1284, 0/3 1284, 1/2 1201, 1/3 1201, 2/3 1201, program #1 1302, program #2 1049, program #3 1356 with longevity at 27.3-48.1 months, and program #4 1356. It was noted previous longevity at all programs at initial programming was 30.4-51.7 months. All four programs were evaluated at a pulse width of 210, rate of 14 and limit of 8.5 volts: program #1 (c1 3+0-) sensation was felt in the vagina at 6.3v seated and 6.4v standing (at pulse width 240 stim was felt at 3.4 volts seated and 3.5v standing). Program #2 (c2 3+1-) the amplitude was at 5.5v when the program was selected and sensation was in the vagina. The second trial at this program revealed sensation at 3.5v and they could only tolerate the stim at 4v seated and standing. Program #3 (c3 0+2-) the sensation was felt in the vagina at 2.6v and could be tolerated at 3.7v seated and 3.8v standing. Program #4 (c4 0+3-) stimulation was felt at 4.6v seated and 4.7v standing. The patient was left on program #3 at 3.7v, where they were able to increase/decrease but was not able to remember how to change programs. They were reinstructed and able to demonstrate the correct procedure. It was noted the lack of therapeutic effect was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.